Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump¿s basal rate settings had changed after the patient changed the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: during investigation, the pump was exercised for a 24 hour period with a 1.0u/hour basal program. After 24 hours, the battery was removed and reinserted; the 1.0u basal setting remained programmed in the pump with no changes. The history settings issue was unable to be duplicated during the investigation. There was no defect found.